Manufacturer narrative:
The device was received with the cannula assembly fully deployed. A kink was observed in the exposed portion of the soft cannula. Leak testing showed a subsequent tear in the external portion of the soft cannula which resulted in an external leak. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 330 mg/dl and the pod was leaking insulin while wearing the pod between 4 and 24 hours on the leg. No treatment was provided.